Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative performed subsequent functional verification testing without facing any issue. The technician was able to simulate the reported malfunction by holding the clamp used during the claimed procedure close to the pump head. The clamp was requested back to livanova (B)(4) for further investigation. During the evaluation, it was found that the reported clamp was magnetized. The magnetized clamp which was used by the customer could be determined as root cause of the reported malfunction. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report a s5 double head pump stopped with an alarm message during procedure. It was reported that a incorrect lid alarm occurred. There was no report of patient injury.